Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient was unsure if the event had occurred on (B)(6) 2018 or (B)(6) 2018. The patient was asleep and was told by her boyfriend that she stood up from the bed and told him she needed food. The patient started shaking and then collapsed on the ground. The patient¿s boyfriend called the ambulance and then they arrived, they administered the patient with intravenous (IV) therapy of glucose and then left. It was indicated that the dexcom receiver was displaying an error reading symbol or signal loss at the time of event; however, the patient could not recall what the device was displaying. She further indicated that when the paramedics left, the receiver started showing values again. At the time of contact, the patient was doing well. No additional patient or event information is available.